Event description:
Additional information received later indicated that patient did not have concerns with their device or therapy. The patient reported that when she was in the hospital and rehab, she was given diathermy and her device did not work and she turned it off and after she came home she turned it back on and was working fine.

Event description:
It was reported that patient was in the hospital on the day of report due to a fall on her bottom two weeks ago. Patient felt like she broke every bone in her body because she fell so hard. It was also reported that, since patient started having diathermy done a week after the fall, the patient experienced a loss of therapeutic effect and she had been going to the bathroom more during the night. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 093-28, lot# v260951, (B)(6), implanted: 2009-(B)(6), product type lead. (B)(4).